Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia clinical diagnosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 395 mg/dl and 413 mg/dl while wearing the pod. Patient was diagnosed with hyperglycemia by endocrinologist via phone; trace ketones were also present. As treatment, pod was removed and manual injections of insulin were delivered.